Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient fainted. His friend checked a finger stick bg which was 38 mg/dl; however, the cgm was reading 76 mg/dl. The patient regained consciousness on his own as the friend was helping him out, and did not know how long he was unconscious. He gave himself medication prescribed by the doctor including glucagon and a nasal spray which he could not remember the name of. At the time of the report he still had a headache, felt a little bit disoriented, and was still taking unspecified medication advised by his doctor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.